Manufacturer narrative:
Event date approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for dystonia. It was reported that the patient had an impedance of greater than 40,000 ohms last year. The patient's current impedances were all normal except for 21,000 ohms on #6 and 16,000 ohms on #7. The patient was programmed on 5-, 6-, c+, 210 usec, 185 hz, and 4.4 volts. The patient's left gpi had normal impedances on 0-3 electrodes and the patient was still receiving good therapy. The hcp indicated they were going to monitor the patient further since they were not due for an ins replacement until late next year. No patient symptoms or further complications were reported as a result of this event.